Event description:
It was reported that during the implant it was difficulty to position this right ventricular (rv) lead and extra effort had to be taken for the lead to be placed into the right ventricular. After this rv lead was placed the lead did not pace properly, and a lead fracture was alleged. A new lead was used with good parameters. This lead was not expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This lead was expected to be returned. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant it was difficulty to position this right ventricular (rv) lead and extra effort had to be taken for the lead to be placed into the right ventricular. After this rv lead was placed the lead did not pace properly, and a lead fracture was alleged. A new lead was used with good parameters. This lead was not expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed outer insulation damage (breach/cut), exposing the conductor 27.4 cm from the terminal end. There were no signs of cuts noted in the suture sleeve. This is typical surgery related damage, which is not considered abnormal. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant it was difficult to position this right ventricular (rv) lead and extra effort had to be taken for the lead to be placed into the right ventricle. After this rv lead was placed the lead did not pace properly, and a lead fracture was alleged. A new lead was used with good parameters. No adverse patient effects were reported. This lead was received for analysis.